Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an unknown "system error" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. The device was returned to zoll medical (B)(4); the malfunction was duplicated and the smart pneumatic module was replaced to remedy the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend. Reports of this nature are typically not considered to meet our requirements for submission based on intended use of the device.

Event description:
Complainant alleged that during biomed testing, the device displayed an "exhalation system failure? 1060" message. Complainant indicated that there was no patient involvement in the reported malfunction.